Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via contralateral approach, the drug-coated balloon was allegedly twisted in two spots. It was further reported that the balloon was deflated and reinflated and its still twisted. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One x-ray image was provided and reviewed. The balloon is seen inflated with two areas of the balloon demonstrating no inflation. These are tight areas of constriction with no calcifications of the artery demonstrated on the films. Therefore, the investigation is confirmed for the reported material twisting during inflation. A definitive root cause for the reported material twist during inflation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via contralateral approach, the drug-coated balloon was allegedly twisted in two spots. It was further reported that the balloon was deflated and reinflated at 4 atm and still twisted. There was no reported patient injury.